Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 160 mg/dl and 61 mg/dl within 10 minutes on the performa nano system. Low blood glucose symptoms were reports with these results. Customer's daughter treated her with 2 candies and one glass of soda. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.